Event description:
Customer reportedly received the following results on the guide system within 10 minutes: lo mg/dl (which on the system indicates a result of less than 20 mg/dl) and 171 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.